Manufacturer narrative:
Taper ii. (B) (4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band port leak that was first noted during an adjustment fill appointment. The port was explanted and replaced.